Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the ipg was moved and two new extensions were added. The patient was doing well post-operatively.